Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a device changed out due to normal eri. During the procedure, the lead was capped and replaced due to varying capture thresholds. The patient was stable before, during, and after the procedure.